Event description:
It was reported to philips that the geometry computer failed to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostics procedure was performed by the customer when the issue occurred, and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that geometry computers were unable to start. Upon troubleshooting, the geo pc failed to boot up following a power reset. To resolve this issue, the fse replaced the geo pc. The defective geo pc was returned to philips for analysis and found the failed component was hdd. After replacement, the system was returned to use in good working order. The system was returned to use in good working order.